Event description:
It was reported that in 2008, the patient experienced syncope and a seizure and presented to the emergency room. Intermittent loss of output, sensing failure and complete av block were noted. There was no magnet response and the pulse generator could not be interrogated, so it was replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the device exhibited loss of output and telemetry due to a fractured wire to the negative battery terminal. The wire was fractured, due to fatigue.